Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 07/16/2019, belt 07/28/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that paramedics were called. The paramedics removed the lifevest and performed resuscitation efforts. Review of the download data indicates the patient received eleven appropriate treatments on the date of passing. The patient was in sinus tachycardia at 120 bpm with pvc's at 05:56:54 on (B)(6) 2021. The patient's rhythm then degraded to vt at 270 bpm with motion artifact. The patient's rhythm degraded to vf at 05:57:24. The patient received the first and second appropriate treatments at 05:58:00 and 05:58:33. The patient's rhythm at the time of each treatment was vf. The patient's post-shock rhythm for each treatment was sinus bradycardia at 20 bpm with hb and recurrent vt/vf. The patient received the third appropriate treatment at 05:59:07. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was sinus bradycardia at 30 bpm with hb and pvc's. The patient received the fourth appropriate treatment at 06:00:32. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was sinus bradycardia at 20 bpm with hb. The patient received the fifth appropriate treatment at 06:01:53. The patient's rhythm at the time of treatment was vt at 270 bpm. The patient's post-shock rhythm was sinus bradycardia at 20 bpm with hb. The patient received the sixth appropriate treatment at 06:03:22. The patient's rhythm at the time of treatment was vt at 250 bpm. The patient's post-shock rhythm was sinus bradycardia at 20 bpm with hb. The patient received the seventh appropriate treatment at 06:04:54. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was sinus bradycardia at 20 bpm with hb. The patient received the eighth through eleventh appropriate treatments at 06:06:40, 06:07:02, 06:07:30, and 06:07:57. The patient's rhythm at the time of each treatment was vf. The patient's post-shock rhythm for each treatment was asystole, which degraded to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. CPR/motion artifact began at 06:08:41. The patient was in vf with CPR/motion artifact from 06:08:41 until the paramedics disconnected the electrode belt at 06:52:49. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia during this time.